Manufacturer narrative:
Product analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient became hypotensive, echo showed a small amount of fluid in the pericardium. The patient was transferred to the operating room and a ventricular perforation was successfully repaired. No adverse patient effects were reported.

Manufacturer narrative:
The device manufacture date was received and has been added to this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.